Manufacturer narrative:
E1: initial reporter address 1: block no. (B)(6). Device evaluated by MFR: the synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. Visual examination identified the stent had damage at the mid-section. A visual and tactile examination of the hypotube shaft identified a break at 25 cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis revealed examination of the crimped stent via scope found evidence of stent damage with stent struts lifted at the mid-section. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of hypotube shaft identified a break at 25 cm distal to the distal end of the strain relief. Multiple hypotube kinks along the length of the hypotube shaft were also identified. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter was measured, and the result was within max crimped stent profile measurement.

Event description:
Reportable based on device analysis completed on 17-jul-2023. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 2.50 x 16 synergy drug-eluting stent was advanced for treatment, however, the device failed to cross the lesion due to calcification. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient status was stable. However, returned device analysis revealed hypotube shaft break.